Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes include that the device part was the old version due to a design change of the power switch. Additional information was obtained from the user facility. The reported issue was found between procedures. The intended procedure was completed successfully. The device was inspected before the procedure and no abnormalities were observed. The power switch did not dislodge during a procedure. The device was not able to be turned on or off.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the power switch was damaged. It was also noticed that the non-olympus lamp life was over 500 hrs. And required replacement. No additional issues were reported. If additional information is provided a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported power switch dislodge during a procedure while using a xenon light source. There was no patient injury reported. No additional information has been obtained.